Event description:
It was reported that an asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited far field r-wave oversensing, resulting in several auto mode switching episodes. No intervention was performed and the patient would continue to be monitored.